Event description:
It was reported that the plastic that holds patient's "necktie" in place had snapped causing the tracheostomy to come loose. The tracheostomy broke at the site where the fabric necktie wraps around the soft plastic of the base plate of the flange. The broken tracheostomy was removed and replaced with a new one.

Manufacturer narrative:
D4: expiration date and h4: device mfg date is unknown. No information is available based on the reported lot number. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 was updated. The suspected device was not returned for evaluation; however, four photographic samples were provided for visual inspection. Damage was observed on the trach tube flanges, with slit-like defects present on both ends. The complainant¿s allegation was confirmed based on the submitted images. A lot history review was attempted but could not be completed, as the identified lot number was unavailable. The probable cause was attributed to the use of a velcro strap during intubation, which may have placed stress on the eyelet and led to the observed damage.